Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump does not alarm. Mmdg did follow up with the initial reporter but no further information was provided. They also did not advise which alarm was allegedly not working. (B)(4).